Manufacturer narrative:
The reporter¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the mechanics and the gear-wheel were defective. It was observed that the ¿bever¿ gear was worn out. It was further determined that the device failed pretest for check for leakage and check function of all modes. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece/modular device was noisy and not working sometimes. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as (B)(6) 2018 in the initial report. The date returned to manufacturer was corrected to (B)(6) 2018. Correction: device evaluation update: upon further review of the device investigation, it was determined that the word bevel was misspelled as ¿bever¿ in the initial report. Thus, the bevel gear was worn out. If additional information should become available, a supplemental medwatch report will be submitted accordingly.